Manufacturer narrative:
Failure analysis for fiber (B)(4): conductive segment d on the connector is missing; the post at location of segment d is missing; the tabs and cone of the connector appear in good condition; the fiber cap does not show signs of usage besides small crystal deposits at the outer flow tubing open end; there is some impurity, likely fabric fiber, on the cone of the connector. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported during a bph prostate procedure customer indicated; ¿fiber connection error¿. No additional information provided. The case was completed with an alternate procedure (turp). Patient outcome: "no injury to patient" reported.